Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not worked at preparation for use. At the incoming inspection for the repair, olympus india checked the subject device and duplicated the reported phenomenon while the 150 series videoscope was connected to the subject device. It was found the printed circuit board failure which might have caused the reported phenomenon. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the accidental failure of the component of the printed circuit board of the subject device because it was just passed two and half years since the subject device had been manufactured and aging degradation was unlikely. Since the printed circuit board pre-processes the 150 series videoscope¿s drive and the video signal sent from the endoscope, the reported phenomenon might be occurred if the printed circuit board failure occurred. If additional information becomes available, this report will be supplemented.